Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 600 mg/dl. It was unknown how the customer treated for their high blood glucose. The customer declined to troubleshoot for the high blood glucose incident. The customer stated they was dehydrated and drunk a lot of juices that causes their blood glucose to go up. The insulin pump will not be returned for analysis.